Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2018; evolutr-34-us transcatheter valve, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was nerve stimulation and diaphragmatic stimulation from the placement of the right ventricular (rv) lead. The lead was explanted and a new lead was placed in a different location. No further patient complications have been reported as a result of this event.